Event description:
It was reported that the patient has ineffective therapy. After system evaluation it was determined that one lead has all high impedances and the other lead has migrated. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction to b5: additional information was received indicates that surgical intervention was undertaken on (B)(6) 2026 wherein one lead was removed and replaced due to migration that led to impedances. Evaluation of system found that the second lead was still in position with no impedances, so it was not revised in any way. This device is no longer considered reportable as there is no allegation against the device.

Event description:
Additional information was received indicates that surgical intervention was undertaken on (B)(6) 2026 wherein one lead was removed and replaced due to migration that led to impedances. Evaluation of system found that the second lead was still in position with no impedances, so it was not revised in any way. This device is no longer considered reportable as there is no allegation against the device.